Event description:
This is a spontaneous report by a nurse of a break in aseptic technique (coded as peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the caregiver contacted baxter's technical service center regarding a service alarm on the homechoice. During the call, the caregiver reported that the patient was in the hospital. In (B)(6) 2010, the pd nurse provided further information. On an unreported date, a break in aseptic technique occurred. The nurse stated the patient was diagnosed with peritonitis on (B)(6) 2010 and admitted to the hospital that same day. On an unreported date in 2010, the patient was treated with vancomycin 2.5 grams ip every five days (4 doses). On (B)(6) 2010, the patient was discharged from the hospital. The event of peritonitis was resolving. Dianeal therapy was ongoing. The nurse believed the alternative etiology for the peritonitis was touch contamination. The nurse did not provide an opinion of causality for the event of break in aseptic technique. The nurse stated the causality for the event of peritonitis was unassessable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The lesion was located in the left anterior descending artery. While preparing to perform pre-dilatation with the 3.0 x 20mm quantum maverick monorail balloon catheter, resistance was encountered while trying to advance through the guide catheter. The distal end of the balloon eventually became stuck inside the guide catheter. The physician removed the guide catheter with the balloon catheter still lodged inside. Once outside the body, an attempt was made to remove the balloon catheter. This resulted in the balloon catheter snapping into two pieces approximately 20cm distal to the exit marker. A guide catheter and another quantum maverick balloon was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) h10g22098, h10e26069 with no defects noted. The cause of the peritonitis was poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.